Event description:
It was reported that visible bubbles were observed. During atrial fibrillation ablation procedure for the treatment of atrial fibrillation, faradrive steerable sheath was advanced into the left atrium for treatment of atrial fibrillation. During aspiration, visible air bubbles were observed at the hemostatic valve, and the valve was noted to be loose. Faradrive steerable sheath was removed from patient and a new faradrive steerable sheath was used to complete the procedure without further issue. No patient complications were reported.